Event description:
During a pulsed field ablation pulmonary veins isolation procedure, air aspirated from the agilis 13f sheath. Transseptal access was performed with agilis 13f sheath. The left atrium was mapped with an advisor hd grid x catheter, which was then swapped out for a volt catheter. After the volt catheter was inserted into the agilis 13f, aspiration was attempted but air entered the syringe. The agilis 13f sheath was replaced and the procedure was completed with no adverse consequences to the patient.